Event description:
All blades are breaking in the same spot in one box. About 25 blades.

Manufacturer narrative:
Due to a recent FDA inspection, this MDR is being reported late as a result of a re-evaluation.